Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20-apr-2024, it was reported that the patient faced infusion set fell off during use, which cause the patient blood glucose elevated from 160 to 170 mg/dl. The infusion set was in use for less than 72 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.